Event description:
A patient reported blood glucose results of 121 mg/dl with a lifescan meter and 167 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.